Manufacturer narrative:
On (B)(6) 2017 the air sensor failed. It was replaced, tested and put back into service.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information requested, customer will not provide any further information related to the patient.

Event description:
An esprit ventilator alarmed continuous high pressure and the peak pressure would not subside despite trouble shooting. The patient was taken off the ventilator and manually bagged with fio2 100% until another ventilator was placed. No patient harm was reported.

Manufacturer narrative:
This was reported by the customer with MFR# 2900450000-2017-8007.